Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction were identified during the device evaluation: adhesive on a-rubber was detached. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the identified failure is cause not established. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited adhesive on a-rubber was detached. There was no patient involvement.